Event description:
It was reported during a stenting procedure in the middle cerebral artery (mca) the stent migrated following its deployment. The patient is reported to be in stable condition. No further details were reported.